Event description:
On 01/16/07, nellcor received a report where it was claimed that the inner cannula of the device is not locking into place during use. This report is associated to the third occurrence on rp200701-1025/2936999-2007-00022.

Manufacturer narrative:
Investigation is in progress.